Event description:
41 year-old male pt was undergoing placement of percutaneous endoscopic gastrostomy. The site for the percutaneous endoscopic gastrostomy was confirmed with transillumination as well as direct palpation. The torchar was inserted and the guide wire was snared. The percutaneous endoscopic gastrostomy was inserted over the guide wire. The surgeon attempted to pull the percutaneous endoscopic gastrostomy through the abdominal wall; the introducer portion of the tube broke off before completely coming through the skin. Another percutaneous endoscopic gastrostomy was performed and it was noted that the percutaneous endoscopic gastrostomy bolster was hung in the upper esophageal sphincter. It was removed with forceps. The scope was passed again, and there was no evidence of perforation or active bleeding. Another kit was obtained, and the tube was placed without difficulty.